Manufacturer narrative:
Siemens field service engineer (fse) had customer remove the insert and carriage and clean well with di water. Customer also inspected and saw no cracks or other damage. Fse had customer run a new strip on the instrument and it reported trace. Customer then did a visual and it also reported trace. Customer believes that the other operator did not read the visual at the time required and noted on the color chart on the bottle. Customer was unable to duplicate the issue. Customer feels that this is an operator error and instrument is fully operational.

Event description:
Customer reported false negative protein result on the instrument. There was no report of injury due to this event.